Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was in flight on a plane. Reportedly the customer loaded a new cartridge onto the pump. Customer declined further assistance with tandem technical support. The customers blood glucose level was 153 mg/dl.